Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported "system error 105" was confirmed through the event history log. Physical inspection of the pump determined the root cause of this error to be a seized motor. The motor was replaced.